Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys cea assay, elecsys ca 19-9 immunoassay, and elecsys ca 15-3 ii assay results for two patient samples. The results were questioned as they did not match the patient's history and the samples were repeated with differing results. The field application specialist then searched the system and found discrepant results for additional patient samples with additional assays. Of the data provided for a total of 35 patient samples, only the results for 26 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The provided reagent lot numbers were cea: 191046, ca 19-9: 185218, and ca 15-3: 185366. The other reagent lot numbers and all expiration dates were requested but were not provided. Calibration and qc had been acceptable. Error messages were found in the system alarm trace regarding a low volume of the procell cleaning solution. The field service representative found the procell aspiration filter was loose.

Manufacturer narrative:
Further investigation confirmed the loose procell aspiration filter was the root cause of the issue.